Event description:
It was reported that the patient with this pacemaker called technical services (ts) and reported having experienced a syncopal episode. Ts referred the patient to consult the device treating clinic for further evaluation. At this time, no adverse patient effects were reported. This pacemaker remains in service.